Manufacturer narrative:
This report is submitted on may 24, 2024.

Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin breakdown and necrosis at the implant site. The patient was treated with oral antibiotics. The device was explanted on (B)(6) 2024. This report submitted on june 25, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.